Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging that the pump had shorter than expected battery life. The reporter stated that there was moisture in the battery compartment. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 05/23/2017. Device evaluation: the device has been returned and evaluated by product analysis on 05/03/2017 with the following findings: a review of the black box showed no evidence of short battery life. Consecutive reboots were observed associated with a motor alarm. Visual inspection revealed moisture corrosion in the battery compartment. The pump powered on to a ¿low battery¿ warning at start up. All current draws were found to be within required specifications. Leak testing revealed a leak in the pump casing and internal moisture damage to the printed circuit board and the keypad connector. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.